Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted two days post implant due to phrenic stimulation, which was thought to have contributed to a possible micro-dislodgement. It was noted that the previously implanted non-boston scientific lv leads had also exhibited stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.